Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #2 is to provide FDA with missing information, new information (results of the device evaluation), and changed information. New information: the following fields have new information: b5, g2, h2, h7, h10. Changed information: the following fields have changed information: h3. Device investigation: according to the results of the device investigation, the foot switch (2030.108) was tested (using visual and functional methods), also in combination of devices from cmpt 21-00330 a and b (mdrs 1418479-2021-00042, -00043. No device problem was found. The customer's complaint could not be reproduced on the device. The device was returned to the customer. Rwmic considers this MDR closed. Rwmic will submit a follow up report when new information becomes available.

Event description:
The purpose of this submission is to report the results of the device investigation. Please see manufacturers narrative.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #1 is to provide FDA with new and changed information. New information: the following fields have new information: section a, b3 - b5, d8, d10, g2, g3, g6, h2, h6, h8, h10. Changed information: the following fields have changed information: e1, rwmic considers this MDR/complaint open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
The purpose of this submission is to report the additional information received from the user facility. Describe event: holep pump not providing suction, makes it difficult to morcellate the prostate. The device malfunction increased length of case.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf (B)(4). Richard wolf medical instruments corporation is the importer of this device. Rwmic considers this MDR/complaint open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
It was reported by the user facility: not suctioning. We've reached out to the user facility for additional information.